Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that insulin pump displayed a blank screen. Customer stated the pump was exposed to extreme temperatures. Customer's blood glucose reading was 160 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. Insulin pump passed self-test and displacement test. No alarms were noted. Insulin pump had moisture dots on the display where it turns on. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.